Event description:
Event description boston scientific, crm received information that this left ventricular (lv) lead's pacing impedance measurement has consistently measured >2000 ohms with loss of capture. The lead was later abandoned surgically due to a lead fracture. This cardiac resynchronication therapy defibrillator (crt-d) device was also explanted, and the explant reason was attributed to an advisory/recall. It is included in population described in the subpectoral communication to physicians. A new lv lead and device were successfully implanted. No adverse patient effects were reported.